Event description:
During cardiac cath from right arm catheter coiled back upon itself. The dr. Was unable to unbend catheter on it's own. Used 2 successful guide wires to unbend. After unbended and removed catheter-right subclavian dissection discovered.